Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump stopped unexpectedly. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.